Manufacturer narrative:
(B) (4).

Event description:
The pt had pain in the right thigh and they were unable to get stimulation to the leg above the knee. It was determined that the lead had migrated to the t12 level. The migrated lead was returned to the original t9 level. Programming post-op was able to get stimulation to the pt's right thigh.